Event description:
It was reported that during generator replacement surgery due to battery depletion, the surgeon noticed that the lead was damaged. An implant card was received by the manufacturer and reviewed. The implant card stated the date of generator implant was (B)(6) 2015 and that the re-implant was due to failure to interrogate due to battery depletion. The lead impedance for the new implant was marked as high on the implant card with indicated "lead discontinuity" and "adverse event: twidller". Additional information was received that the high impedance was not observed before the surgery, most likely due to inability to interrogate the generator. It was reported that the new generator is currently turned off. The explanted generator is not available to be returned to the manufacturer for analysis. Review of manufacturing records confirmed that the suspected lead passed all functional tests prior to distribution. No known surgical interventions to replace the lead have occurred to date.